Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set. They cycled power and received a se 2367. The tsr explained the alarms and the hp stated she forgot to close the spare supply line clamp and that is how the air got in causing the 2240 alarm. The tsr explained to discard all of the supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that nights therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was aware of the alarm, she had seen the patient yesterday and she discussed the alarm with the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy the next day after starting over with new supplies. It was nothing wrong with any of the supplies she said, it was her user error, she somehow knocked the bag off when she had gotten up from her chair and the alarm went off. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.